Manufacturer narrative:
The impella cp optical and 14 fr introducer were discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old white female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp optical pump. The pump was inserted without any reported issues, however, the physician opted to leave the 14 fr peel-away introducer in the access site. During support, the patient's foot became pale and dopplerable pulses could not be obtained. The peel-away introducer was then removed, however, the pump fell out of the ventricle and was unable to be properly re-advanced. The pump was removed, a new pump was placed, and a fem-fem bypass was administered. The patient's ischemia resolved.